Manufacturer narrative:
Device was received 10/29/2014 and is in the process of being decontaminated. Initial visual evaluation of the af02x arterial filter suggests a leak occurred in at least one of the two ports. However, the investigation is still in progress. A f/u will be provided when the investigation has benn completed. (B)(4).

Event description:
The incident was reported to terumo cardiovascular system corp as "during prime was observed a spill of blood in output filter".